Event description:
It was reported the patient on peritoneal dialysis (pd) therapy had peritonitis and using manual pd solution bags for antibiotic therapy. There were no reported allegations that the peritonitis was related to any issues with a fresenius device or product. In additional follow-up, the patient¿s pd nurse stated the patient was experiencing cloudy effluent. As a result, on (B)(6) 2021, the patient had a pd culture obtained (in the pd clinic) which yielded an elevated white blood (wbc) 16475 and growth of the bacteria serratia marcescens. Per the nurse, the patient was treated with the antibiotic ceftazidime 1 gram daily intra-peritoneal (ip) on an outpatient basis. The patient is reportedly recovering and continues to use the same cycler without any issues. The nurse indicated there were no fluid leaks or any issues with fresenius device, or product in relation to the patient¿s peritonitis. The nurse attributed the peritonitis event to a breach in aseptic technique in the patient¿s home.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition was review the user guide p/n: 480145 and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which can be due to many potential etiologies. The patient¿s pd culture yielded growth of the organism serratia which is typically found in soil and water. Based on the information available, the patient¿s peritonitis is likely to be related to patient breach in aseptic technique, as reported by the patient¿s pd nurse.

Event description:
It was reported the patient on peritoneal dialysis (pd) therapy had peritonitis and using manual pd solution bags for antibiotic therapy. There were no reported allegations that the peritonitis was related to any issues with a fresenius device or product. In additional follow-up, the patient¿s pd nurse stated the patient was experiencing cloudy effluent. As a result, on (B)(6) /2021, the patient had a pd culture obtained (in the pd clinic) which yielded an elevated white blood (wbc) 16475 and growth of the bacteria serratia marcescens. Per the nurse, the patient was treated with the antibiotic ceftazidime 1 gram daily intra-peritoneal (ip) on an outpatient basis. The patient is reportedly recovering and continues to use the same cycler without any issues. The nurse indicated there were no fluid leaks or any issues with fresenius device, or product in relation to the patient¿s peritonitis. The nurse attributed the peritonitis event to a breach in aseptic technique in the patient¿s home.